Event description:
Patient reported being unable, thus far, to reach target blood sugars, that "they were not where they want." Patient also report having the highest a1c that she has ever had (above 8.0). Patient also reported that the vgo pump did not work for her in the past, which is what she used before starting toujeo. Further, she stated that as toujeo is not working (along with current use of humalog on a sliding scale) she has an appointment with her doctor, in the coming week or so, to add another insulin or to stop toujeo.